Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the nozzle could not be identified and a definitive root cause of the issue could not be determined, however, a leak in the bending section was identified witch could result in insufficient reprocessing, resulting in not removing all foreign material. Olympus will continue to monitor field performance for this device.

Event description:
A customer returned an evis exera ii gastrointestinal videoscope to olympus for desire care. There was no complaint associated with this event. There was no report of patient harm. During incoming inspection, the air water nozzle was blocked with foreign debris due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in b5, the bending section cover had a leak. The light guide lens was cracked. The lens glue was chipped. The charge coupled device cover lens glue was chipped. The plastic distal end cover was cracked. The bending section cover glue had separated. The connecting tube had a sharp edge. The universal cord was scratched. The bending angle did not meet the standard value. The play of the angulation control knobs was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.